Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "vascular occlusion, blanching, erythema, and pain¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvéderm® ultra xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare, but serious, adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care professional specialist should an intravascular injection occur (see health care professional instructions #13). Adverse events: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. A 2-week, randomized, controlled u.s. Clinical study for juvéderm® ultra xc compared with juvéderm® ultra without lidocaine showed a similar safety profile in all subjects (n = 36), with the exception of fewer reports of pain/tenderness with the product containing lidocaine. Common treatment site responses by severity and duration, are presented in tables 1 and 2. Aside from injection site responses, there were no adverse events related to the device, procedure, or anesthesia. Vascular occlusion of vessels resulting in necrosis and vision abnormalities, have been reported following injection of juvéderm® products, with and without lidocaine, with a time to onset ranging from immediate to within one week following injection. These reported events likely resulted from inadvertent arterial injection. In many of these cases, the product was injected into the highly vascularized areas of the glabella, nose, and periorbital area, which are outside the device indications for use (see warnings section). Reported treatments include: anticoagulants, epinephrine, aspirin, hyaluronidase, steroid treatment, eye drops, hyperbaric oxygen, and surgery. Outcomes have ranged from completely resolved to ongoing at the time of last contact. Isrs that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment. In the clinical study, 11 severe treatment-related adverse events occurred in 4 subjects. These adverse events include angioedema and injection site mass, pain, bruising, swelling, erythema, and hypertrophy. All of these events resolved without sequelae, and all except the angioedema required no action. One subject experienced angioedema in the upper lip following topical anesthetic application of 25% lidocaine/7% tetracaine and injection of juvéderm® ultra xc, which resolved following administration of oral antihistamine, hyaluronidase injection, and oral anti-inflammatory medication. A prospective, double-blind, randomized, within-subject, controlled, multicenter clinical study was conducted to evaluate the safety and effectiveness of juvéderm® ultra xc compared with juvéderm® ultra without lidocaine. The purpose of this study was to evaluate the level of procedural pain (pain during injection) experienced by subjects when treated with each product. The duration of the study was 2 weeks. A total of 36 subjects received a single treatment with juvéderm® ultra xc in one nlf and juvéderm® ultra without lidocaine in the other nlf. Within 30 minutes after both nlfs were treated, the subjects rated procedural pain on an 11-point scale and a 5-point comparative scale. Both the investigators and subjects rated nlf severity at baseline and 2 weeks after treatment using the 5-point nlf severity scale from the pivotal study. Subjects utilized an interactive voice-response-system diary to record common treatment site reactions for 14 days. The pain scores for the nlfs treated with juvéderm® ultra xc were significantly lower (p < 0.0001) than for the nlfs treated with juvéderm® ultra without lidocaine (table 11) based on the 11-point scale. On the comparative scale, 94% (34/36) of subjects rated the side with lidocaine as less or slightly less painful compared to the side without lidocaine (table 12). Instructions for use: if immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection. Although study results showed juvéderm® ultra xc to be less painful than juvéderm® ultra, supplementary anesthesia may be used for additional pain management during and after injection.

Event description:
Company representative reported on behalf of a healthcare professional that a patient was likely injected with juvéderm® ultra and experienced "an occlusion in the lip area." Within a week, the product was "dissolved" and the patient ¿is fine.¿ further follow-up with the healthcare professional revealed that a patient was injected in the ¿lip body-upper and lower¿ with one syringe of juvéderm® ultra xc and experienced symptoms of a vascular occlusion at the injection site ¿immediately post injection.¿ patient had a ¿white spot above right, upper lip, then dusky, low capillary refill, red blanching between nose and upper lip area.¿ that day, treatment with a warm compress, massage, baby aspirin, nitro paste, bactroban ointment, valtrex, and hylenex were given which improved patient¿s capillary refill. Patient was ¿without dusky signs/symptoms¿ and had no pain. The next day, symptoms presented with ¿redness between lip and base of nose.¿ the patient¿s capillary refill was within normal limits and had ¿pink lip body.¿ hylenex treatment was repeated two days after injection/symptom onset. Symptoms are ongoing. Patient has a history of cold sores and took acyclovir prior to the procedure. It was later reported that all symptoms completely resolved 8 days following injection and ¿patient states no pain.¿